Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The device passed dat test at 0.08765 inches. No over delivery anomalies or under delivery anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump did not give any alarms or error messages, but they had high and low incidents while using the pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer used another pump and had no issues with their blood glucose levels. Troubleshooting was not completed. The insulin pump will be returned for analysis.